Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The initial result of 0.9 ng/ml was reported out of the laboratory. When qc was erratic, a technician reran the sample 3 times, and obtained results of 2.1, 1.2, and 1.9 ng/ml. A subsequent testing at another lab produced result of 1.0 ng/ml. No result was amended. There was no effect to the patient or the user.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred during biomedical testing. During service at baxter, it was discovered that failure code 810:11 was caused by the ail pcb (air in line printed circuit board) out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is that the ail pcb was out of calibration. The ail pcb was recalibrated. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).